Event description:
It was reported that the unit is leaking. Event occurred during inspection. No patient involvement reported.

Manufacturer narrative:
UDI are unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 2017-03-21 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a corroded drain fitting, cracked tank cover and enclosure, broken pole clamp, and damaged printed circuit board (pcb). Functional testing found the device is leaking from the reservoir confirming the customer complaint. The root cause of the reported issue was found to be customer damage - dropping the device and/or overtightening the tank cover screws. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. This issue is being monitored via trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken.